Manufacturer narrative:
Additional manufacturing narrative: other, additional manufacturing narrative (if other): the returned device was evaluated. During this testing the unit was able to power on using both ac and battery power. The led digits on the display were incorrectly illuminating, making reading the display not possible for functional testing. Internal inspection showed that a user interface board failure (u15) is resulting in incorrectly high voltage being routed to the display causing led segments to be illuminated incorrectly. (B)(6).

Manufacturer narrative:
Additional manufacturing narrative: attempts have been made to obtain the product. The product has not been returned to masimo to allow an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted.

Event description:
The customer reported that the display was scrambled and faint. No consequences or impact to patient were reported.